Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured while being pulled back toward the vessel wall at the sheath insertion site. The device was removed, and a new 5f mynx device was used to achieve hemostasis without issue and the procedure was completed. There was no reported patient injury. The device was primed per procedure prior to use. The event occurred during a right superficial femoral artery to below-the-knee stenosis case via ipsilateral groin access after sheath exchange to a non-cordis 5f10cm short sheath. No stent was placed at the proximal hemostasis site. Slight calcification was noted, and the cause of the issue was unknown. The deployer¿s mynx training was completed. Angiography confirmed femoral artery suitability, including the insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. No vessel tortuosity was present. The mynx vascular closure device was stored and prepared according to the instructions for use. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2522702 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.